Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified pain medication via pca pump. The option-lok male adapter of the tubing set was connected to the pt's central vein catheter. It was reported that after the pt moved from the bed to the toilet chair, it was noted that "the tubing of his pca pump was released from the fitting which was connected to the central vein catheter." The pt reported shortness of breath. The customer contact reported the pt's oxygen saturation decreased to an unspecified percentage. An unspecified CT scan was performed. No air embolism was found. The customer contact indicated the clinical status of the pt today was reported as "fine." Info was requested from the customer contact regarding, if any treatment was provided for the reported shortness of breath and decreased oxygen saturation and if the tubing set replaced and the therapy resumed. No response has been received.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4)